Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to faulty force sensor resistor also, unable to complete functional testing due to prime anomaly. No motor error alarms noted during our testing also, the motor was tested outside the device and passed. All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump passed off no power test, self-test, unexpected restart error test, displacement test, rewind, basic occlusion, and excessive no delivery alarm test. The insulin pump had minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2017. The customer stated that he had not used the insulin pump after the first hospitalization. Blood glucose at the time of the admission on (B)(6) 2017 was unknown. The customer was not wearing the insulin pump for less than 48 hours prior to the hospitalization. He was treated with glucose tablets. The customer also mentioned having issues with the keypad. Troubleshooting was performed. The customer stated the insulin pump may have been work during an MRI. The device passed the displacement test, but the customer stated he believed the insulin pump was over delivering. It was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump will be returned for analysis.